Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. However, this type of event has historically been attributed to a user technique issue. One hypothesis is that during initial anchor insertion, excessive insertion torque was applied while the tip of the driver was not flush with the bottom of the anchor head. Also, it may have been inserted into too hard or dense bone. Any one of these improper techniques could have created a partial fracture or weakened the anchor during initial insertion, leading to complete severance of the partially fractured anchor post-operatively upon further loading. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time.

Event description:
The rep is reporting that the surgeon removed a suture eyelet of a spiralok anchor from a patient within the glenohumeral joint in 2007. The initial repair was performed by another surgeon in approx seven months earlier. The patient never received relief from pain and sought a second opinion. The surgeon removed the eyelet, and there was no further action needed because the cuff had already healed. There was slight scuffing of the humeral head, but it was minimal.